Event description:
It was reported that the bronchovideoscope has no image when upside angulation. The issue occurred during setup/preparation for use and before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and confirmed the customer¿s allegation. The investigation identified that due to damage on charge coupled device (ccd) unit, a noisy image occurs during angulation in up/down directions. Based on the results of the investigation, it is most likely that the probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported event could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.